Manufacturer narrative:
Further information from the reporter regarding product and patient details has been requested. No additional information is available at this time. The events of endophthalmitis, ocular pain, and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient experienced endophthalmitis as they presented 6 months after xen 45 gel stent implantation in their right eye with pain, loss of vision and floaters which started that morning. Patient had hm vision and a 1mm hypopyon, and injected superonasal superonasal conjunctiva without leak or defect. Despite an initial injection of vancomycin and 2 mg of ceftazime by the third day the hypopyon had increased to 2mm and the patient had removal of the xen implant, pars plana vitrectomy and reinjection of vancomycin and ceftazidime. By the third post op day the hypopyon had resolved. Two months later the vitreous opacities had spontaneously resolved but the visual acuity was 20/200-2.